Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an malfunction alarm occurred. Cleared the alarm and resumed insulin therapy. Customer¿s blood glucose level was 245 mg/dl.